Event description:
It was reported that the pt to began to experience pain the pump site. On (B)(6) 2015, a pump pocket revision was performed. There was no product issue reported. The pump remains implanted in the pt.

Manufacturer narrative:
(B)(4) .